Manufacturer narrative:
A physio-control field technician evaluated the customer's device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
A customer contacted physio-control to report that the keypad of their device was inoperable and was not responding to any button presses. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with reported event.